Event description:
During baxter's evaluation testing it was found that a spectrum pump overinfused by 13.02% while collecting a 10ml sample at a rate of 40ml/hr. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "over infusion" was confirmed and reproduced during evaluation. Engineering flow testing found that 2 of 22 flow samples were failing at 5.07% and 13.02%. Both failing flow samples occurred at the 40 ml/hr rate. The failure was caused by cam, valve, and finger wear due to no grease being applied on the cams during initial production. The mechanism assembly and door were replaced to correct this condition.